Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side seroma around the breast, pain, "recall", and folds. The event of ¿keratin threads coming out the breast pores¿, is considered minor and not device related. The device remains implanted

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown, granuloma, and rupture.

Event description:
Later patient representative reported "rupture", "granuloma" and "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.